Event description:
The customer called to report an alarm during the manual prime. The customer also reported that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 126 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The insulin pump also had a missing end cap sticker.